Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm was noted. No moisture damage was noted on the electronics, motor, battery tube or vibrator assembly. However, moisture damage was noted to the liquid crystal display resilient cover. The insulin pump was received with a scratched display window, a cracked case at a display window corner, a broken reservoir tube lip, cracked battery tube threads, a cracked belt clip slot, a cracked case at the reservoir tube window corner and a cracked reservoir tube window.

Event description:
It was reported the customer received a button error alarm that they were unable to clear. The customer also stated their insulin pump was not exposed to moisture. The customer's blood glucose was 18.1 mmol/l. The customer stated they were correcting their blood glucose when the alarm occurred. The customer had corrected for their blood glucose. No additional information provided.